Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. According to the provided information, the cgm readings would have been inaccurate during the night leading up to the event. Alerts for high readings would have been cleared during the night but the patient did not remember doing this. At the morning of the event on 08/15/2024, the patient experienced feeling tired, had abdominal pain, nausea, and was vomiting, and the sensor reading would have gone down. No fingerstick was taken by the parent and no specific cgm reading was reported at that moment. The patient was given fluids by the parents and insulin was inserted via the pump. The patient was driven to the hospital by her parents and arrived at the emergency room at 8:00 am. A fingerstick was taken at the emergency room, the cgm was reading 7.2 mmol/l, and the bg reading was 53.0 mmol/l. The cgm reading was remained at 7.2 mmol/l at 8:50 am. The patient would have experienced diabetic ketoacidosis. At the hospital, the patient was treated with intravenous fluids and insulin via the pen. The patient was discharged the next day on 08/16/2024 around 3pm. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the d zone of the parkes error grid when the patient was tested at the emergency room. No additional patient or event information is available.